Event description:
The accounts engineer stated when the bed exit is set, the red led comes on as it is set, but once he removes weight from the bed it stays lit until he unplugs the tape switches and then the bed will alarm.

Manufacturer narrative:
The accounts engineer replaced the bed exit tape switches to repair the bed.